Event description:
It was reported that during an angioplasty procedure in the central venous system, the balloon allegedly failed to deflate under fluoroscopy. It was further reported that the surgeon had to tug on balloon to get it from the central veins to the peripheral on the patients arm and used needle to deflate. Reportedly the balloon deflated and was removed with a sheath. The patient status was normal.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the fifth complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device was returned for evaluation. The device was visually evaluated and was noted to be prolapsed at the distal end. The balloon was unsuccessfully attempted to be inflated with an in house presto device. The balloon was then cut and inspected under the microscope. Under magnification, the inflation portholes were noted to be proximally moved into the catheter moreover dried blood was noted inside the portholes. No further evaluation was performed. Therefore, the investigation is inconclusive for the reported inflation issue, as the reported failure mode could not be evaluated for due to the condition of the device. However, the definitive root cause for the reported deflation issue could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 08/2022. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the central venous system, the balloon allegedly failed to deflate under fluoroscopy. It was further reported that the surgeon had to tug on balloon to get it from the central veins to the peripheral on the patients arm and used needle to deflate. Reportedly the balloon deflated and was removed with a sheath. The patient status was normal.